Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 h4: vendor lot d12 corresponds to: 040912d12 manufactured 04-09-2012 060112d12 manufactured 06-01-2012 visual examination identified the tip as fractured. Scratches and other wear marks were noted. Medical records were not provided. Review of end level device history record(s) not performed as it is package and label only and reported event is not associated with packaging or labeling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument broke during surgery. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.